Event description:
The customer reported to olympus that the flex deflectable videoscope image disappeared when the angle was changed. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the image disappeared during angulation in up directions due to damage on the charged-coupled device (ccd) unit. Due to damage on the ccd unit, e216 (scope communication error) occurred. The device evaluation also found the following: due to damage on the ccd unit in the endoscope connector, the color tone of the image is not proper (the image was magenta or green only). The bending section cover had a scratch. The adhesive on the bending section cover had a chip. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to damage on the forceps elevator lever, the bending section could not be fixed firmly. The indication on the light guide connector was not correct. The video connector had a crack. The video connector had a scratch. The video connector case had a scratch. The light guide cover glass had a scratch. The light guide connector had a scratch. The right/left  lever had a scratch. The angulation lever had a scratch. The forceps elevator lever had discoloration. The right/left plate had a scratch. The up/down plate had a scratch. Grip had a scratch. The control unit had a scratch. Adhesive on a-rubber had a chip. Sw1 had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was due to breakage of image sensor unity by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23). 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.